Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240(air in set) found on the home choice (hc) device during dwell cycle. The care giver(cg) stated that the home patient (hp) had disconnected and turned the hc off, thinking the machine was in the dwell cycle. The cg stated that the bag was half full. The baxter technical representative (tsr) explained the alarms and advised to contact the registered nurse(rn) and ask if it was okay to use manual bags to finish the therapy. Tsr reviewed proper procedures. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was for system error (se) 2240 was not confirmed. The cause was undetermined.